Event description:
(B)(4). I have been in undescribable pain in my abdomen and pelvic area for years. I hurt in my hips and lower back and I qm in a constant pain. I feel like there is something moving inside my stomach as if I am pregnant. All of this started about 2 months after having essure places. It has progressively gotten worse. At times, it is almost unbearable. My monthly cycle is the worst. I cramp so severely that I get physically sick, I pass huge blood clots and I have a very heavy flow. Cramping starts about a week before I do and last about a week after I stop. I attribute all of his to essure.